Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no adverse event associated with this complaint. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed several "no prime" alarms associated with zero force. The pump was exercised and no priming defects could be duplicated during evaluation.